Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on unknown date. The customer¿s low blood glucose was 23 mg/dl. The customer was treated with food. The customer was reporting that the insulin pump was over delivering. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The customer declined troubleshooting. The insulin pump will be and reservoir will not be returned for analysis.